Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. The remote monitor was unplugged. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed a defective rf (rad iofrequency) head battery, and the remote monitor failed during interrogate test. In addition, error codes (B)(4) were found in the fa (failure analysis) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was replaced and returned.